Event description:
Continuous chemotherapy to infuse over 46 hours via cadd pump. Upon return to the office only a portion of the chemotherapy had infused. Over 3 months a total of 11 events were reported for this and other pts. The common factor was the use of the clave connector with the smiths medical cadd remote reservoir adapter tubing (B)(4) or smiths medical cadd extension set (B)(4).